Event description:
(B)(4). As soon as essure was placed , noticed severe pelvic pain, cramping, sharp and stabbing pain , excessive bleeding, back pain , hair loss, vertigo, itchy skin, episodes of severe pain that I couldn't walk, body aches , headaches, brain fog , and list goes on and on !!!! Finally had to have surgery to remove the coils hysterectomy in 2016.